Manufacturer narrative:
The returned device was evaluated and no timeouts or drive stalls were seen in the device data. No kinks were observed in the soft cannula. A leak test was conducted and no leaks were found. Cracks were observed in the bottom housing. It is unknown when or how these cracks occurred. The cracks did not affect the device during operation.

Manufacturer narrative:
The device has been returned/received and is pending an investigation.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl- 500 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. In addition the pod was leaking during wear. As treatment, the patient administered insulin.